Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a sling placement, posterior repair with mesh removal and abdominal sacrocolpopexy procedure performed on (B)(6), 2017 for the treatment of recurrent pelvic organ prolapse with a grade 4 anterior vaginal wall defect, grade 2 apical vaginal wall defect and grade 1 to 2 posterior vaginal wall defect, foreshortened vagina, genuine stress incontinence and mesh extrusion from the posterior vaginal wall. Reportedly, the patient tolerated the procedure well and was taken to the recovery room in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2017, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.